Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow up with the customer for troubleshooting, but no response was received.